Manufacturer narrative:
Batch review performed on 08 october 2025: stem: sms solid collared 01.36.144 sms collared solid stem std size 4 (k203041) lot. 2218145: (B)(4) items manufactured and released on 20-dec-2022. Expiration date: 05-dec-2027. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
After 1 year and 5 months, the patient presented with pain of unknown cause. The surgeon determined there was aseptic loosening of the femoral component and revised the head and liner, upsizing the stem. The surgery was completed successfully.